Event description:
It was reported that customer experienced non-resettable malfunction code 16 on pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.